Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the 9800 system had lines in the image and locked up during a procedure. No pt injury was reported.